Event description:
It was reported that the patient was in post-op after a stage one bilateral placement of two leads. One of the tubes of the plastic percutaneous extension where the electrodes were had a lot of blood in it. The reporter stated that on this lead and extension combination the patient was unable to feel stimulation. On the other side the patient was able to feel stimulation. The reporter noted that the lead position was fine. The green light was confirmed to be on, on the "brown box". The reporter had tried resetting the screener as well as taking it to 0 volts. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension, product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ddcc, product type: lead.

Event description:
Additional information received noted that there was blood on the stage 1 extension and once the nurse wiped it clean the patient then could feel the stimulation. The patient went on to implantation.